Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 386 mg/dl and a correction bolus was delivered via the pump to address the bg level. A supply change was performed resolving the occlusion alarm. Tandem technical support educated the customer in regards to occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.